Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer was using the gum deep clean soft toothbrush and after using for the first time, the bristles started to fall out in her mouth. During her second time using the toothbrush, more bristles fell out.